Event description:
It was reported that the biomed was doing one-year preventive maintenance check on arctic sun device and during calibration the device failed for an error 5(inlet pressure out of range). Per follow up information received via phone on (B)(6). 2024, no patient involved and sample received.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The device was evaluated and the reported issue was confirmed as it was noted that during the initial power up, inlet pressure reads -0.5 psi. . Installed test pressure transducer / power up unit , inlet pressure reads 0.0 psi. Replaced pressure transducer. Performed a functional check and pre-cal the device after the repairs. Unit calibrated with an ctu. Passed ctu calibration and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. The unit is functioning properly. The arctic sun 6000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.